Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, there was difficulty inserting the 18fr non-medtronic sheath. It was noted to feel ¿as if it was stuck¿. The valve and delivery catheter system were inserted into the patient and the valve was implanted. Following valve placement, angiography of the access vessel revealed a possible dissection in the right common iliac artery. Subsequently, a stent was placed. Per the physician, the dissection may have occurred during the insertion of the sheath. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, there was difficulty inserting the 18fr non-medtronic sheath. It was noted to feel ¿as if it was stuck¿. The valve and delivery catheter system were inserted into the patient and the valve was implanted. Following valve placement, angiography of the access vessel revealed a possible dissection in the right common iliac artery. Subsequently, a stent was placed. Per the physician, the dissection may have occurred during the insertion of the sheath. No additional adverse patient effects were reported. Additional information was received that the patient's minimum diameter of the access vessel was 6.8 millimeter (mm). Per the physician, the patient's semi-circumferential calcification confirmed by computed tomography (CT) may have contributed to the injury. Additional information was received that a peripheral blood vessel thromboembolism was observed with the possible dissection.

Manufacturer narrative:
Update data: b5, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient's minimum diameter of the access vessel was 6.8 millimeter (mm). Per the physician, the patient's semi-circumferential calcification confirmed by computed tomography (CT) may have contributed to the injury.